Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
Patient's attorney reported that total knee arthroplasty was performed (B)(6) 2009 and subsequently revision procedure was performed on (B)(6) 2011 due to an allegedly fractured femoral component. Components were replaced with competitor's product. No further information has been received to date. This report is based on allegations set forth in patient's complaint and the allegations are currently unverified.